Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. Customer's blood glucose reading was unknown. The customer stated that the enlite sensors did not want to work. The customer stated that the first sensor did not start at all and the second one had to be removed on the second day due to no sg-value.